Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing hyperglycemia in the last 7 days up to 450-500 mg/dl. Caller alleges the piston does not push as it should and due to this the insulin delivery is lower than normal. No adverse event reported. Requested return of the alleged device for evaluation.